Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter break occurred. A 135cm renegade¿ hi-flo¿ fathom¿ system was used. During preparation, the device appeared to break outside of the patient's body. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device was carried out and the shaft of the catheter was found to be broken at 21.5cm from the hub with the inner braid exposed from 21.5-22 cm from the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter break occurred. A 135cm renegade¿ hi-flo¿ fathom¿ system was used. During preparation, the device appeared to break outside of the patient's body. The procedure was completed with another of the same device. No patient complications reported.